Event description:
On (B)(6) 2009 I had a wright medical profemur plasma z stem and a conserve plasma shell implanted in my right hip at (B)(6) medical center in (B)(6). Several months after the implant I began to have pain in my hip and groin areas which forced me to limit my activities and caused me to wake at night. To lessen my discomfort it was necessary for me to take pain killers. X-rays and a bone scan showed that the prosthesis was in the correct position and had not loosened. It was also determined that I did not have an infection. My surgeon then ordered blood tests to measure cobalt and chromium levels. Between (B)(6) 2011 and (B)(6) 2012 I had four such tests. My most recent results showed cobalt at 11.8 ug/l and chromium at 6.2 ug/l, higher than any of the concentrations from my earlier tests. Based on these elevated metal ion levels and my continuing pain, my surgeon, dr (B)(6) of (B)(6) recommended hip revision surgery. To get a second opinion I consulted dr (B)(6) at the (B)(6) orthopedic center in (B)(6). He also recommended revision surgery, which has now been scheduled for (B)(6). In addition to my concerns about the pain and discomfort that I have already experienced and the toxic effects of the cobalt and chromium ions, I am also upset that I will have to go through a second surgery and a second round of discomfort and physical therapy to correct a problem that should not have occurred in the first place. There is obviously a significant element of risk associated with any surgery of this type - especially in the elderly (I am (B)(6)). I am frankly surprised that a medical product was placed on the market with what could have been thought to be such an obvious and detectable defect as metal leaching due to metal-on-metal contact in the artificial hip. While medicare will cover the cost of this second surgery and round of physical therapy, I am hoping that the manufacturers of this product will reimburse the federal government for these costs. In addition to these concerns, I am also worried about the neck of the device that was implanted in me. I have read that the neck on these devices has been subject to breakage. Dr (B)(6) thinks that my particular device had a newer, stronger neck, which was put on the market after the apparent trouble with the earlier model. I will call you tomorrow to ascertain the materials used in the profemur plasma z's modular neck. I am notifying you of the problems that I have experienced in the hopes that you will take appropriate action to prevent others from having the problems which I am experiencing by notifying consumers of the problems they may be experiencing, modifying the devices that have already been implanted, and removing new devices from the market until this defect is remedied.